Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite functional test and passed the homechoice rite electrical test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain-false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident the device history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2011, the drain volume was 3573ml during cycle 5.